Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were noted in the infusion set tubing and cartridge multiple times. The customers blood glucose level was impacted. However, the exact value was not provided. Troubleshooting with tandem technical support was performed. Reportedly the customer was loading with cold insulin. The customer was instructed to load a new cartridge with insulin at room temperature and the issue was resolved.